Event description:
The customer reported that the system was reported to have had an all black image during fluoro.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep was unable to duplicate the problem. The system is operational at this time.